Event description:
Patient transferred over from intensive care unit (ICU). When staff went to plug in the scd machine, there was a small explosion on the cord. It left a burn mark on the ground. Scd machine was taken into the charge office. Biomed called.